Event description:
A report was received that the patient was given a steroid injection due to pain at the pocket site. The physician believed that pain was not device related but normal procedural pain.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was given a steroid injection due to pain at the pocket site. X-ray was taken and revealed that the lead was kinked.